Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high impedance measurements. The patient later presented to the clinic and there it was noted that the right ventricular lead high impedance and high capture thresholds. The defibrillator exhibited inappropriate high voltage output. The patient declined any physical intervention, so the physician reprogrammed the device and disabled device therapies. The patient was in stable condition. No additional information was reported.